Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found damage to struts 4 and 5; the struts were lifted from the balloon, distorted and pulled upwards. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. A visual and tactile examination found several slight kinks along the full catheter length. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 17-may-2016. It was reported that the 38 x4.00 promus premier¿ drug eluting stent was "faulty." The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.